Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. There is no 510(k) for this device as it is eua. Eua(B)(4). Address information was not able to be obtained, therefore, (B)(6) was used as a place holder. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while testing with bd (B)(6) at-home covid-19 test discrepant results were obtained. There was no report of patient impact. The following information was provided by the initial reporter: problem description: customer received a positive result and immediately took a 2nd test and it was negative. Date of event or issue: (B)(6) 2022.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. There is no 510(k) for this device as it is eua. Eua(B)(4). Address information was not able to be obtained, therefore, (B)(6) was used as a place holder. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while testing with bd veritor¿ at-home covid-19 test discrepant results were obtained. There was no report of patient impact. The following information was provided by the initial reporter: problem description: customer received a positive result and immediately took a 2nd test and it was negative. Date of event or issue: (B)(6) 2022.

Event description:
It was reported while testing with bd veritor¿ at-home covid-19 test discrepant results were obtained. There was no report of patient impact. The following information was provided by the initial reporter: problem description: customer received a positive result and immediately took a 2nd test and it was negative date of event or issue: (B)(6) 2022.

Manufacturer narrative:
H6: investigation summary this summarizes the investigation results regarding a complaint that alleges the bd veritor at home covid-19 test (material # 256094), batch number unknown, ¿one was positive and one was negative.¿ bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. A device history review could not be completed as no batch number was provided. The complaint was unable to be confirmed. The root cause could not be identified. See h10.